Event description:
Asr revision.asr xl - right.reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update: added side hip to be revised and added products and amended dummy products. Received: november 10th 2012. Asr xl - right. Reason(s) for revision: unknown. Update received 8th september 2014. Hospital name amended, full surgeon name added. Additional surgeon added. Revision reasons added. Dob added. Reason(s) for revision: component loosening, incorrect see below, pain, alval/ soft tissue reaction (metallosis, metal debris). Response to query received on 19th september 2014. Component loosening is not a reason for revision. Reason(s) for revision: pain, alval/ soft tissue reaction (metallosis, metal debris).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.the correction/removal reporting number listed applies to the corresponding product code sold domestically.